Manufacturer narrative:
The reason for this complaint was to report that the distal portion of the drill had broken off in the patient's bone and was unable to be retrieved. The surgeon implanted the glenoid baseplate and it is now in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The drill bit has not been returned to (B)(4) with the complaint and the broken piece of drill bit was left in the patient as reported. The device history records (dhrs) shows that there were no non-conforming material reports (ncmrs) with respect to the manufacturing process and the DHR evidences that the incident part met all critical dimensions and specifications when released from (B)(4). The DHR shows the incident part was released from manufacturing around june, 2014 and may have been in service for 6 months. A review of the product complaint report history showed there are 30 prior complaints against the incident drill bit part number 1395-1025 . Among those 30 complaints, 14 complaints were related to similar failure, i.e., drill bit breakage. The rest of the reported complaints were for drill bit bent, dullness and wear. The specific root cause of the failure is unknown, but it is likely that the reusable drill bit broke from high loads or frequent use. In order to function, drill bits are made from hardened stainless steel. Softer steels would bend under slight loads during drilling, and would very quickly become dull. However hardened steels will break rather than bend, but will withstand substantially greater stress before doing so. Thus, small drill bits, including 2.5 mm (1/10 inch) diameter bits, are susceptible to breaking during normal drilling procedures. The intention of the device is to drill a hole in the axial direction of the bit. When force is applied in a non-axial direction, a moment is created on the drill bit's small cross-section, causing it to break. Thorough inspection prior to every use is critical to ensure the instrument will perform properly during surgery. In this case the instrument was inspected prior to use and was found to be acceptable. Particularly hard bone, side loading and loads in excess of the material limits during use can contribute to the drill bit bending and fracture. "The drill alloy is made from 17-4 ph h900 stainless steel. This alloy fully meets astm f899 (wrought stainless steels for surgical instruments) biocompatibility standards as a medical instrument. However, it has not been evaluated by (B)(4) for long term effects as a medical implant grade of stainless steel. In addition, if a subsequent MRI is desired in the patient, the magnetic drill bit alloy would need to be evaluated for this type of scan. "Surgical instruments are susceptible to damage from extended usage, exposure to high torques/loads, or repeated use in many surgeries. The nonreturned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument IFU 0400-0146, "recommendations for the care and handling for (B)(4) instruments and instrument cases" "when these types of instruments accidentally break the surgeons weigh the risks of leaving fractured drill bits in bone tissue, versus the additional risk of a longer term under anesthesia and risk of infection, and also greater surgical trauma involved in drill bit extraction."

Event description:
Instrument failure - the surgeon was using 2.5 mm drill bit (1395-1025), the tip of the drill bit broke off in the glenoid baseplate. Part of the tip of the drill bit was lodged in the patient's bone; the surgeon was not able to remove it.

Manufacturer narrative:
Left in patient.